Event description:
A customer reported a rapid drop in battery charge in their insulin pump, leading to an unexpected shutdown. This incident caused the customer's blood glucose level to exceed a high threshold, though the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus and waiting for the pump to recharge. Technical support provided guidance on resetting use-related features and recommended best practices for battery management, such as avoiding extended screen contact and daily short charging sessions. Technical support also planned to follow up to ensure resolution.